Event description:
International customer reported that a patient presented with a surgical site wound dehiscence three days following an unspecified cardio-thoracic surgical procedure. The patient was returned to surgery for repair. No further information will be provided.

Manufacturer narrative:
Date sent to the FDA: 12/23/2008. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500 a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.